Event description:
It was reported that the helix of the right atrial (ra) lead was found to be extended upon opening of the package. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.